Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.